Event description:
It was reported that t-wave oversensing was observed. Four days later, dft testing was performed to test the decreased settings when undersensing of vf was observed. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.